Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience low blood glucose and insulin pump had unexpected restart alarm. The customer¿s blood glucose levels were 37 mg/dl and 46mg/dl, 95 mg/dl, 189 mg/dl, 236 mg/dl. Customer treated with juice and glucose tablet. Customer did not using insulin pump system within 48 hours of reported low blood glucose event. The drive support cap appears to be normal. Customer stated that insulin was dripping out during last set change and customer alleged for over delivery during low blood glucose event. The insulin pump will be returned and reservoir will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the dat test at 0.08830 inches. No possible over or under delivery anomaly noted. No unexpected restart alarm or reset time or date anomaly after change battery noted during testing. (B)(4).